Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated through abdomen / on one side, the pointed end of the essure device was exposed in my abdomen"), uterine perforation ("essure was noted protruding through the cornua of the uterus on the left"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("cyst") and procedural haemorrhage ("essure insertion procedure associated bleeding") in a 32-year-old female patient who had essure (batch no. 653908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time inserting one of the coils / procedure took longer than expected" on (B)(6) 2010. The patient's past medical history included breast enlargement in 2006, hand fracture and depression. Previously administered products included for contraception: nuvaring, birth control pills and paragard iud; for an unreported indication: provera. Concurrent conditions included herpes simplex since 2001, asthma and stress. Concomitant products included valaciclovir hydrochloride (valtrex) for herpes simplex as well as cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), levocetirizine dihydrochloride (xyzal), multivitamin, progesterone and spironolactone. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal cramping"). In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste"), amnesia ("short term memory loss"), arthralgia ("diffuse joint pains") and dry skin ("dry skin"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), ovarian cyst (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with antibiotics, surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic pain, dysmenorrhoea, abdominal distension, ovarian cyst, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals, vaginal discharge, fatigue, dysgeusia, amnesia, arthralgia, dry skin and procedural haemorrhage outcome was unknown and the alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, bacterial vaginosis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, mood swings, ovarian cyst, pelvic pain, procedural haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Urine analysis - on (B)(6) 2016: nickel level high 8.15 (normal range -3.88). (B)(6) 2015: ultrasound: bulky uterus, there are no focal masses; endometrial lining is also within normal limits; essure coils are seen bilaterally; small right ovarian cyst; lt ovary is surgically absent. (B)(6) 2015: examination: computer-assisted detection: bilateral screening mammograms demonstrate the breast parenchyma to be scattered fibroglandular densities. The left breast shows no specific features of malignancy. The right breast shows no specific features of malignancy. There are bilateral retropectoral saline implants, which appeared to show no abnormality. (B)(6) 2016: preoperative diagnoses: pelvic pain, menorrhagia. Postoperative diagnoses: pelvic pain, menorrhagia, uterine adenomyosis. Procedures performed: total laparoscopic hysterectomy with right salpingectomy. The essure was noted protruding through the cornua of the uterus on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, ovarian cyst, fatigue, menorrhagia, abdominal pain, mood swings, dysgeusia, amnesia, uterine perforation (confirming device dislocation). Most recent follow-up information incorporated above includes: on 30-apr-2018: plaintiff fact sheet was received and the following information were provided: patient demographic details; essure lot number 653908 added; mood swings, abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, yeast infections, nickel allergy, essure migrated through abdomen, dysmenorrhea (cramping), vaginal discharge, fatigue, metallic taste, short term memory loss, diffuse joint pains, dry skin, hair loss, oophorectomy (one side removal of ovary), lower abdominal pain, abdominal cramping, difficult time inserting one of the coils / procedure took longer than expected, and essure insertion procedure associated bleeding were added as event. Medical records were also received: lab data and removal details were provided: essure was noted protruding through the cornua of the uterus on the left. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated through abdomen / on one side, the pointed end of the essure device was exposed in my abdomen"), uterine perforation ("essure was noted protruding through the cornua of the uterus on the left"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("cyst") and procedural haemorrhage ("essure insertion procedure associated bleeding") in a 32-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time inserting one of the coils / procedure took longer than expected" on (B)(6) 2010. The patient's past medical history included breast enlargement in 2006, hand fracture and depression. Previously administered products included for contraception: nuvaring, birth control pills and paragard iud; for an unreported indication: provera. Concurrent conditions included herpes simplex since 2001, asthma, stress and chronic cervicitis. Concomitant products included valaciclovir hydrochloride (valtrex) for herpes simplex as well as cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), levocetirizine dihydrochloride (xyzal), multivitamin, progesterone and spironolactone. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal cramping"). In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings /very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste"), amnesia ("short term memory loss"), arthralgia ("diffuse joint pains") and dry skin ("dry skin"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), ovarian cyst (seriousness criterion medically significant) and allergy to metals ("nickel allergy / heavy metal urine analysis indicated nickel level high"). The patient was treated with antibiotics, surgery (hysterectomy with unilateral salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic pain, dysmenorrhoea, abdominal distension, ovarian cyst, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals, vaginal discharge, fatigue, dysgeusia, amnesia, arthralgia, dry skin and procedural haemorrhage outcome was unknown and the alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, bacterial vaginosis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, mood swings, ovarian cyst, pelvic pain, procedural haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Urine analysis - on (B)(6) 2016: nickel level high 8.15 (normal range -3.88) . (B)(6) 2015: ultrasound: bulky uterus, there are no focal masses; endometrial lining is also within normal limits; essure coils are seen bilaterally; small right ovarian cyst; lt ovary is surgically absent. (B)(6) 2015: examination: computer-assisted detection: bilateral screening mammograms demonstrate the breast parenchyma to be scattered fibroglandular densities. The left breast shows no specific features of malignancy. The right breast shows no specific features of malignancy. There are bilateral retropectoral saline implants, which appeared to show no abnormality. (B)(6) 2016: preoperative diagnoses: pelvic pain, menorrhagia. Postoperative diagnoses: pelvic pain, menorrhagia, uterine adenomyosis. Procedures performed: total laparoscopic hysterectomy with right salpingectomy. The essure was noted protruding through the cornua of the uterus on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, ovarian cyst, fatigue, menorrhagia, abdominal pain, mood swings, dysgeusia, amnesia, uterine perforation (confirming device dislocation). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc on (B)(6) 2018: reporter, concomittant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated through abdomen / on one side, the pointed end of the essure device was exposed in my abdomen"), uterine perforation ("essure was noted protruding through the cornua of the uterus on the left"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("cyst") and procedural haemorrhage ("essure insertion procedure associated bleeding") in a 32-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time inserting one of the coils / procedure took longer than expected" on (B)(6) 2010. The patient's past medical history included breast enlargement in 2006, hand fracture and depression. Previously administered products included for contraception: nuvaring, birth control pills and paragard iud; for an unreported indication: provera. Concurrent conditions included herpes simplex since 2001, asthma, stress and chronic cervicitis. Concomitant products included valaciclovir hydrochloride (valtrex) for herpes simplex as well as cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d3), levocetirizine dihydrochloride (xyzal), multivitamin, progesterone and spironolactone. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), cystitis ("infection (bladder/urinary/vaginal) - periodic"), urinary tract infection ("infection (bladder/urinary/vaginal) - periodic") and vaginal infection ("infection (bladder/urinary/vaginal) - periodic"). In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings /very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste"), amnesia ("short term memory loss"), arthralgia ("diffuse joint pains"), dry skin ("dry skin") and infection ("takes longer to recover from infection"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), ovarian cyst (seriousness criterion medically significant) and allergy to metals ("nickel allergy / heavy metal urine analysis indicated nickel level high"). The patient was treated with antibiotics, surgery (hysterectomy with unilateral salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic pain, dysmenorrhoea, abdominal distension, ovarian cyst, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals, vaginal discharge, fatigue, dysgeusia, amnesia, arthralgia, dry skin, procedural haemorrhage, infection, cystitis, urinary tract infection and vaginal infection outcome was unknown and the alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, bacterial vaginosis, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, fatigue, infection, menorrhagia, mood swings, ovarian cyst, pelvic pain, procedural haemorrhage, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Urine analysis - on (B)(6) 2016: nickel level high 8.15 (normal range -3.88) . (B)(6) 2015: ultrasound: bulky uterus, there are no focal masses; endometrial lining is also within normal limits; essure coils are seen bilaterally; small right ovarian cyst; lt ovary is surgically absent. (B)(6) 2015: examination: computer-assisted detection: bilateral screening mammograms demonstrate the breast parenchyma to be scattered fibroglandular densities. The left breast shows no specific features of malignancy. The right breast shows no specific features of malignancy. There are bilateral retropectoral saline implants, which appeared to show no abnormality. (B)(6) 2016: preoperative diagnoses: pelvic pain, menorrhagia. Postoperative diagnoses: pelvic pain, menorrhagia, uterine adenomyosis. Procedures performed: total laparoscopic hysterectomy with right salpingectomy. The essure was noted protruding through the cornua of the uterus on the left. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, ovarian cyst, fatigue, menorrhagia, abdominal pain, mood swings, dysgeusia, amnesia, uterine perforation (confirming device dislocation). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received : new events, " infection, vaginal infection, urinary tract infection, cystitis" were added. Onset dates were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated through abdomen / on one side, the pointed end of the essure device was exposed in my abdomen'), uterine perforation ('essure was noted protruding through the cornua of the uterus on the left'), pelvic pain ('pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), procedural haemorrhage ('essure insertion procedure associated bleeding') and ovarian cyst ('cyst') in a 32-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time inserting one of the coils / procedure took longer than expected" on (B)(6) 2010. The patient's medical history included breast enlargement in 2006, hand fracture, depression, back pain and herniated disc. Previously administered products included for contraception: nuvaring, birth control pills and paragard iud; for an unreported indication: provera. Concurrent conditions included herpes simplex since 2001, asthma, stress and chronic cervicitis. Concomitant products included valaciclovir hydrochloride (valtrex) for herpes simplex as well as anti allergic agents, colecalciferol (vitamin d3), levocetirizine dihydrochloride (xyzal), progesterone, spironolactone and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), cystitis ("infection (bladder/urinary/vaginal) - periodic"), urinary tract infection ("infection (bladder/urinary/vaginal) - periodic") and vaginal infection ("infection (bladder/urinary/vaginal) - periodic"). In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings /very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste"), amnesia ("short term memory loss"), arthralgia ("diffuse joint pains"), dry skin ("dry skin") and infection ("takes longer to recover from infection"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), ovarian cyst (seriousness criterion medically significant), allergy to metals ("nickel allergy / heavy metal urine analysis indicated nickel level high"), headache ("headache"), pyrexia ("fever"), influenza ("flu"), malaise ("feeling sick") and back injury ("back injury"). The patient was treated with antibiotics and surgery (hysterectomy with unilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, pelvic pain, dysmenorrhoea, procedural haemorrhage, abdominal distension, ovarian cyst, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals, vaginal discharge, fatigue, dysgeusia, amnesia, arthralgia, dry skin, infection, cystitis, urinary tract infection, vaginal infection, headache, pyrexia, influenza and back injury outcome was unknown and the alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back injury, bacterial vaginosis, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, fatigue, headache, infection, influenza, malaise, menorrhagia, mood swings, ovarian cyst, pelvic pain, procedural haemorrhage, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: results: negative. Urine analysis - on (B)(6) 2016: results: nickel level high 8.15 (normal range -3.88). Diagnostic results: (B)(6) 2015: ultrasound: bulky uterus, there are no focal masses; endometrial lining is also within normal limits; essure coils are seen bilaterally; small right ovarian cyst; lt ovary is surgically absent. (B)(6) 2015: examination: computer-assisted detection: bilateral screening mammograms demonstrate the breast parenchyma to be scattered fibroglandular densities. The left breast shows no specific features of malignancy. The right breast shows no specific features of malignancy. There are bilateral retropectoral saline implants, which appeared to show no abnormality. (B)(6) 2016: preoperative diagnoses: pelvic pain, menorrhagia. Postoperative diagnoses: pelvic pain, menorrhagia, uterine adenomyosis. Procedures performed: total laparoscopic hysterectomy with right salpingectomy. The essure was noted protruding through the cornua of the uterus on the left. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated through abdomen / on one side, the pointed end of the essure device was exposed in my abdomen'), uterine perforation ('essure was noted protruding through the cornua of the uterus on the left'), pelvic pain ('pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), ovarian cyst ('cyst') and procedural haemorrhage ('essure insertion procedure associated bleeding') in a 32-year-old female patient who had essure (batch no. 653908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult time inserting one of the coils / procedure took longer than expected" on (B)(6)2010. The patient's medical history included breast enlargement in 2006, hand fracture, depression, back pain and herniated disc. Previously administered products included for contraception: nuvaring, birth control pills and paragard iud; for an unreported indication: provera. Concurrent conditions included herpes simplex since 2001, asthma, stress and chronic cervicitis. Concomitant products included valaciclovir hydrochloride (valtrex) for herpes simplex as well as anti allergic agents, colecalciferol (vitamin d3), levocetirizine dihydrochloride (xyzal), progesterone, spironolactone and vitamins nos (multivitamin). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal cramping"), cystitis ("infection (bladder/urinary/vaginal) - periodic"), urinary tract infection ("infection (bladder/urinary/vaginal) - periodic") and vaginal infection ("infection (bladder/urinary/vaginal) - periodic"). In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings /very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metallic taste"), amnesia ("short term memory loss"), arthralgia ("diffuse joint pains"), dry skin ("dry skin") and infection ("takes longer to recover from infection"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), ovarian cyst (seriousness criterion medically significant), allergy to metals ("nickel allergy / heavy metal urine analysis indicated nickel level high"), headache ("headache"), pyrexia ("fever"), influenza ("flu"), malaise ("feeling sick") and back injury ("back injury"). The patient was treated with antibiotics and surgery (hysterectomy with unilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, uterine perforation, pelvic pain, dysmenorrhoea, abdominal distension, ovarian cyst, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, allergy to metals, vaginal discharge, fatigue, dysgeusia, amnesia, arthralgia, dry skin, procedural haemorrhage, infection, cystitis, urinary tract infection, vaginal infection, headache, pyrexia, influenza and back injury outcome was unknown and the alopecia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back injury, bacterial vaginosis, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, fatigue, headache, infection, influenza, malaise, menorrhagia, mood swings, ovarian cyst, pelvic pain, procedural haemorrhage, pyrexia, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2010: results: negative. Urine analysis - on (B)(6)2016: results: nickel level high 8.15 (normal range -3.88). Diagnostic results: (B)(6)2015: ultrasound: bulky uterus, there are no focal masses; endometrial lining is also within normal limits; essure coils are seen bilaterally; small right ovarian cyst; lt ovary is surgically absent. (B)(6)2015: examination: computer-assisted detection: bilateral screening mammograms demonstrate the breast parenchyma to be scattered fibroglandular densities. The left breast shows no specific features of malignancy. The right breast shows no specific features of malignancy. There are bilateral retropectoral saline implants, which appeared to show no abnormality. (B)(6)2016: preoperative diagnoses: pelvic pain, menorrhagia. Postoperative diagnoses: pelvic pain, menorrhagia, uterine adenomyosis. Procedures performed: total laparoscopic hysterectomy with right salpingectomy. The essure was noted protruding through the cornua of the uterus on the left. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jan-2020: social media was received. New events fever, headache, flu, feeling sick, back injury were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal distension ("bloating") and cyst ("cysts"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, abdominal distension and cyst outcome was unknown. The reporter considered abdominal distension, cyst, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.